Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. The hp informed the technical services representative (tsr) that they had connected to the setup and then noticed that the patient line had not been primed all the way. The tsr reviewed proper procedures with the hp and advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient being connected during prime is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.